Event description:
Dealer states pumps are leaking and won't hold. The dealer stated no harm or injury.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model 9805, serial number/date (B)(4) is approximately 2 years old. The owner's manual part number 1024492, rev.e(may-06), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The maintenance history of the device is unknown. The malfunction has not been confirmed.